Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9078557. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the photos provided to us by the facility, our engineers were able to identify exposure to a humid or oxidizing environment during transportation or storage as the most likely root cause for this event. Bd will continue to track and trend for this issue

Event description:
It was reported that discoloration was found before use with a pegasus bl 22ga x 0.75in prn-cap y. The following information was provided by the initial reporter, "it's noticed that the top bottom of prn turn yellow during usage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration was found before use with a pegasus bl 22ga x 0.75in prn-cap y. The following information was provided by the initial reporter, "it's noticed that the top bottom of prn turn yellow during usage."